Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient reported that they had an eye infection (os) with lens wear and sought medical treatment. In the absence of medical information, this alleged event is being reported out of an abundance of caution.